Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that two hours after the initial procedure, where two promus stents were implanted (3.0x18 mm and 3.0x23 mm), the patient was experiencing chest pain. Thrombosis was treated with angioplasty using another company's 2.5x20 mm and 3.5x12 mm balloons. A 3.0x15 mm promus stent was implanted at the distal edge of the first stent. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
The second promus everolimus, eluting coronary stent system is being filed under the same MFR number.